Manufacturer narrative:
A ge service representative performed an onsite investigation. The gib board was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the system wouldn't save images intermittently. There is no report of death or serious injury associated with the complaint.